Event description:
The dentist reported that after 9 days that the dental implant was installed in intra-oral region #12, it was verified its non osseointegration. A 15 ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type IV), bone graft was executed and fenestration occurred during the procedure.